Manufacturer narrative:
The hill-rom technician replaced the weldment CPR trendelenburg torque rod to resolve the issue.

Event description:
Info received indicated the bed would not go into CPR mode when engaged.